Event description:
The customer contact reported the float valve in the soluset did not close when the soluset emptied; subsequently, air was noted in the tubing. The soluset was being used for deliver an unspecified medication. After an unspecified length of time in use, the soluset emptied and the shut off valve did not close; subsequently, air was noted distal to the soluset. It was reported that no air was delivered to the patient. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.